Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device/malposition of essure device location of device: iliac crest"), device breakage ("device breakage/ fragmented piece of the coil"), embedded device ("embedded in the transverse colon, epiploica") and pelvic pain ("pain") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hyperemesis gravidarum (during first 2 pregnancies), gerd, multigravida, parity 3 and cryosurgery. Previously administered products included for an unreported indication: yasmin. Concurrent conditions included anemia, skin disorder and bladder prolapse. Concomitant products included drospirenone + ethinylestradiol (ocella). On (B)(6) 2008, the patient had essure inserted. In (B)(6), the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In (B)(6), the patient experienced bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), the first episode of memory impairment ("memory issues"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), arthralgia ("bilateral hip pain/ right knee pain"), pain in extremity ("right thumb pain"), abdominal distension ("stomach bloating"), mental impairment ("inability to think clearly") and the second episode of memory impairment ("memory issues"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tube), hysterectomy (full),), surgery (salpingectomy (bilateral removal of fallopian tube), hysterectomy (full),), surgery (hysterectomy with bilateral salpingectomy) and surgery (surgery to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, device breakage, embedded device, pelvic pain, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, allergy to metals, dysmenorrhoea and the last episode of memory impairment outcome was unknown, the dyspareunia and arthralgia had resolved and the pain in extremity, abdominal distension and mental impairment was resolving. The reporter considered abdominal distension, allergy to metals, arthralgia, bladder disorder, device breakage, device dislocation, dysmenorrhoea, dyspareunia, embedded device, menorrhagia, mental impairment, pain in extremity, pelvic pain, urinary tract disorder, vaginal haemorrhage, the first episode of memory impairment and the second episode of memory impairment to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion/ migration of essure dev. On (B)(6) 2009 : hysterosalpingogram : total bilateral occlusion, migration of essure device. Most recent follow-up information incorporated above includes: on 11-jun-2018: events- "embedded in the transverse colon, memory issues", reporter added from pfs. Historical condition added from medial record. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device/malposition of essure device location of device: iliac crest"), device breakage ("device breakage") and pelvic pain ("pain") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hyperemesis gravidarum (during first 2 pregnancies) and gerd. Previously administered products included for an unreported indication: yasmin. Concurrent conditions included anemia and skin disorder. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), memory impairment ("memory issues"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), arthralgia ("bilateral hip pain/ right knee pain"), pain in extremity ("right thumb pain"), abdominal distension ("stomach bloating") and mental impairment ("inability to think clearly"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tube), hysterectomy (full),) and surgery (surgery to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, device breakage, pelvic pain, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, memory impairment, allergy to metals and dysmenorrhoea outcome was unknown, the dyspareunia and arthralgia had resolved and the abdominal distension and mental impairment was resolving. The reporter considered abdominal distension, allergy to metals, arthralgia, bladder disorder, device breakage, device dislocation, dysmenorrhoea, dyspareunia, memory impairment, menorrhagia, mental impairment, pain in extremity, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion/ migration of essure dev. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet- all relevant medical history, concurrent condition were added. Events device dislocation, device breakage, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder¸ memory impairment, allergy to metals, dysmenorrhoea, dyspareunia, arthralgia, pain in extremity, abdominal distension and mental impairment were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device/malposition of essure device location of device: iliac crest"), device breakage ("device breakage/ fragmented piece of the coil"), embedded device ("embedded in the transverse colon, epiploica") and pelvic pain ("pain") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hyperemesis gravidarum (during first 2 pregnancies), gerd, multigravida, parity 3 and cryosurgery. Previously administered products included for an unreported indication: yasmin. Concurrent conditions included anemia, skin disorder and bladder prolapse. Concomitant products included drospirenone + ethinylestradiol (ocella). On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In 2015, the patient experienced bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), the first episode of memory impairment ("memory issues"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), arthralgia ("bilateral hip pain/ right knee pain"), pain in extremity ("right thumb pain"), abdominal distension ("stomach bloating"), mental impairment ("inability to think clearly") and the second episode of memory impairment ("memory issues"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tube), hysterectomy (full),), surgery (salpingectomy (bilateral removal of fallopian tube), hysterectomy (full),), surgery (hysterectomy with bilateral salpingectomy) and surgery (surgery to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, device breakage, embedded device, pelvic pain, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, allergy to metals, dysmenorrhoea and the last episode of memory impairment outcome was unknown, the dyspareunia and arthralgia had resolved and the pain in extremity, abdominal distension and mental impairment was resolving. The reporter considered abdominal distension, allergy to metals, arthralgia, bladder disorder, device breakage, device dislocation, dysmenorrhoea, dyspareunia, embedded device, menorrhagia, mental impairment, pain in extremity, pelvic pain, urinary tract disorder, vaginal haemorrhage, the first episode of memory impairment and the second episode of memory impairment to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 8-may-2009: total bilateral occlusion/ migration of essure dev 08-may-2009 : hysterosalpingogram : total bilateral occlusion, migration of essure device. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 30-jul-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device location of device: iliac crest/ one found in my hip/embedded in the transverse colon, epiploica'), device breakage ('device breakage/ fragmented piece of the coil') and pelvic pain ('pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "2 coils in one tube and the other side I had 2 inserted". The patient's medical history included hyperemesis gravidarum (during first 2 pregnancies), gerd, multigravida, cryosurgery, parity 3 and pain burning. Previously administered products included for an unreported indication: yasmin. Concurrent conditions included anemia, skin disorder and bladder prolapse. Concomitant products included drospirenone + ethinylestradiol (ocella), famotidine, iron and probiotics nos. On (B)(6)2008, the patient had essure inserted. In 2009, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In 2015, the patient experienced bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), the first episode of memory impairment ("memory issues"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), arthralgia ("bilateral hip pain/ right knee pain"), pain in extremity ("right thumb pain"), abdominal distension ("stomach bloating/ bloated stomach"), mental impairment ("inability to think clearly"), the second episode of memory impairment ("memory issues"), hiatus hernia ("hiatal hernia"), back pain ("back pain"), menstruation irregular ("my period had become so irregular and sporadic as well"), abdominal pain ("abdominal pain"), abdominal pain upper ("stomach cramps"), anal haemorrhage ("anal bleeding"), acne ("acne"), bacterial vaginosis ("bacterial vaginosis"), pruritus ("no heavy itching"), scar ("after I removed the dirty glue I was amazed to see that the scars were minimal"), swelling ("as you see my hips thighs, and ass are not shown ..haha. Yes it will. And because of swelling"), sneezing ("I can sneeze without having pains where the coils were"), dysuria ("pressure\ pain when peeing"), poor quality sleep ("I get a whole restless body and cant sleep"), bladder pain ("I had a bladder repair and have some pain"), urinary retention ("have a hard time emptying my bladder"), groin pain ("I got one in my groin area just several days after removal"), dyschezia ("I have pains when I start a bowel movement"), asthenia ("down on my energy and pain level"), rash ("there was the rash and it itches, I dont get rashes so I was like ah what is this"), flatulence ("just have some gas pains a bit"), musculoskeletal chest pain ("pains on the left side where he had to remove that fourth coil upnear my rib cage"), inflammation ("inflammation to coil migration"), feeling abnormal ("brain fog"), emotional disorder ("emotions all over"), metal poisoning ("metal toxixcity"), muscle disorder ("I have become so weak and my muscles has deteriorated"), urinary incontinence ("hence made the bladder weak as well as having essure -4 coils too"), autoimmune disorder ("I believe one u have an autoimmune disorder is will not go away, my dee some improvement but never fully goes away"), eye movement disorder ("I recently started the eye twitching"), mood swings ("my mood swings will improve"), crying ("I cry just because. I just want to run away from myself"), depressed mood ("I get sad and angry at how much pain this has caused"), anger ("I get sad and angry at how much pain this has caused"), fatigue ("I was tired and very weak"), nasopharyngitis ("I have cold\sinus problem right now and my issues seems to be getting worse with peeing myself"), sinus disorder ("I have cold\sinus problem right now and my issues seems to be getting worse with peeing myself**"), adnexa uteri pain ("fallopian tube pain") and dry skin ("for many years(about 20 ) I could not stop scratching my dry skin in that area"), was found to have weight increased ("I had gained more weight than u had with any of my 3 children") and oestrogens total urine increased ("my levels are too high for estrogen") and underwent bladder repair ("I had a bladder repair and have some pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tube), hysterectomy (full),). Essure was removed on (B)(6)2017. At the time of the report, the device dislocation, device breakage, pelvic pain, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, allergy to metals, hiatus hernia, weight increased, abdominal pain, abdominal pain upper, anal haemorrhage, bacterial vaginosis, swelling, sneezing, dysuria, poor quality sleep, groin pain, asthenia, flatulence, musculoskeletal chest pain, inflammation, emotional disorder, metal poisoning, oestrogens total urine increased, muscle disorder, urinary incontinence, eye movement disorder, crying, depressed mood, anger, fatigue, nasopharyngitis, sinus disorder, adnexa uteri pain and dry skin outcome was unknown, the dysmenorrhoea, dyspareunia, arthralgia, menstruation irregular, pruritus and rash had resolved and the pain in extremity, abdominal distension, mental impairment, the last episode of memory impairment, back pain, acne, scar, bladder pain, urinary retention, bladder repair, dyschezia, feeling abnormal, autoimmune disorder and mood swings was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, acne, adnexa uteri pain, allergy to metals, anal haemorrhage, anger, arthralgia, asthenia, autoimmune disorder, back pain, bacterial vaginosis, bladder disorder, bladder pain, bladder repair, crying, depressed mood, device breakage, device dislocation, dry skin, dyschezia, dysmenorrhoea, dyspareunia, dysuria, emotional disorder, eye movement disorder, fatigue, feeling abnormal, flatulence, groin pain, hiatus hernia, inflammation, menorrhagia, menstruation irregular, mental impairment, metal poisoning, mood swings, muscle disorder, musculoskeletal chest pain, nasopharyngitis, oestrogens total urine increased, pain in extremity, pelvic pain, poor quality sleep, pruritus, rash, scar, sinus disorder, sneezing, swelling, urinary incontinence, urinary retention, urinary tract disorder, vaginal haemorrhage, weight increased, the first episode of memory impairment and the second episode of memory impairment to be related to essure. The reporter commented: multiple insertion details: I was told that 3 coils were put in related to one being defective. I was told I have 3 implanted , but my records indicates I have 4 coils, dr t believes I may 5 . I am looking forward to reading my pathology report when it comes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2009: results: total bilateral occlusion/ migration of essure dev. Diagnostic results: (B)(6)2009 : hysterosalpingogram : total bilateral occlusion, migration of essure device. Concerning the injuries reported in this case, the following ones were described in social media: pelvic pain, vaginal hemorrhage, menorrhagia, memory impairment, allergy to metals, dysmenorrhea, dyspareunia, arthralgia, pain in extremity, abdominal distension, back pain, menstruation irregular, weight gain, abdominal pain, acne, pruritus, scar, swelling, sneezing, bladder repair, dysuria, poor quality sleep, bladder pain, urinary retention, groin pain, dyschezia, asthenia, rash, flatulence, musculoskeletal chest pain, inflammation, feeling abnormal, emotional disorder, metal poisoning, oestrogens total urine increased, muscle disorder, urinary incontinence, autoimmune disorder, eye movement disorder, mood swings, crying, depressed mood, anger, fatigue, nasopharyngitis, sinus disorder, device use issue, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-oct-2019: social media received: new events- pruritus, scar, swelling, sneezing, bladder repair, dysuria, poor quality sleep, bladder pain, urinary retention, groin pain, dyschezia, asthenia, rash, flatulence, musculoskeletal chest pain, inflammation, feeling abnormal, emotional disorder, metal poisoning, oestrogens total urine increased, muscle disorder, urinary incontinence, autoimmune disorder, eye movement disorder, mood swings, crying, depressed mood, anger, fatigue, nasopharyngitis, sinus disorder, fallopian tube pain , dry skin, were added. Events outcomes of back pain, memory impairment were updated from unknown to recovering/resolving & menstruation irregular, dyspareunia were updated from unknown to recovered\resolved. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device location of device: iliac crest/ one found in my hip/embedded in the transverse colon, epiploica/I had a coil migrate all the way to my ribcage'), device breakage ('device breakage/ fragmented piece of the coil'), pelvic pain ('pain /sharp pain') and bladder prolapse ('bladder prolapsed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device defective "device defective( I had 3 coils one was defective)" and device use issue "2 coils in one tube and the other side I had 2 inserted". The patient's medical history included hyperemesis gravidarum (during first 2 pregnancies), gerd, multigravida, cryosurgery, parity 3, pain burning and parity 3. Previously administered products included for an unreported indication: yasmin. Concurrent conditions included anemia, skin disorder and bladder prolapse. Error in f_prod_evt_latency_info:-22835-ora-22835: buffer too small for clob to char or blob to raw conversion (actual: 4303, maximum: 4000). Detail: line 12087. The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tube), hysterectomy (full),) and stapled done. Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, device breakage, pelvic pain, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, allergy to metals, hiatus hernia, weight increased, abdominal pain, anal haemorrhage, bacterial vaginosis, swelling, sneezing, poor quality sleep, groin pain, asthenia, flatulence, musculoskeletal chest pain, inflammation, emotional disorder, metal poisoning, oestrogens total urine increased, muscle disorder, urinary incontinence, eye movement disorder, crying, depressed mood, anger, fatigue, nasopharyngitis, sinus disorder, adnexa uteri pain, dry skin, corneal abrasion, weight decreased, restless legs syndrome, fibromyalgia, headache, dermatitis allergic and bladder prolapse outcome was unknown, the dysmenorrhoea, dyspareunia, arthralgia, menstruation irregular, abdominal pain upper, pruritus and rash pruritic had resolved and the pain in extremity, abdominal distension, mental impairment, the last episode of memory impairment, back pain, acne, scar, dysuria, bladder pain, urinary retention, bladder repair, dyschezia, feeling abnormal, autoimmune disorder and mood swings was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, acne, adnexa uteri pain, allergy to metals, anal haemorrhage, anger, arthralgia, asthenia, autoimmune disorder, back pain, bacterial vaginosis, bladder disorder, bladder pain, bladder prolapse, bladder repair, corneal abrasion, crying, depressed mood, dermatitis allergic, device breakage, device dislocation, dry skin, dyschezia, dysmenorrhoea, dyspareunia, dysuria, emotional disorder, eye movement disorder, fatigue, feeling abnormal, fibromyalgia, flatulence, groin pain, headache, hiatus hernia, inflammation, menorrhagia, menstruation irregular, mental impairment, metal poisoning, mood swings, muscle disorder, musculoskeletal chest pain, nasopharyngitis, oestrogens total urine increased, pain in extremity, pelvic pain, poor quality sleep, pruritus, rash pruritic, restless legs syndrome, scar, sinus disorder, sneezing, swelling, urinary incontinence, urinary retention, urinary tract disorder, vaginal haemorrhage, weight decreased, weight increased, the first episode of memory impairment and the second episode of memory impairment to be related to essure. The reporter commented: multiple insertion details: I was told that 3 coils were put in related to one being defective. I was told I have 3 implanted , but my records indicates I have 4 coils, dr believes I may 5 . I am looking forward to reading my pathology report when it comes. I had my bladder stapled during removal but no improvement. I had a fourth coil located up near my ribcage. Dr believes I may have 5- my reports says that one coil was defective so another was put in and on the other side the coil wouldn¿t release from the device so she decided to another one. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion/ migration of essure dev. Diagnostic results: (B)(6) 2009 : hysterosalpingogram : total bilateral occlusion, migration of essure device. Concerning the injuries reported in this case, the following ones were described in social media: pelvic pain, vaginal hemorrhage, menorrhagia, memory impairment, allergy to metals, dysmenorrhea, dyspareunia, arthralgia, pain in extremity, abdominal distension, back pain, menstruation irregular, weight gain, abdominal pain, acne, pruritus, scar, swelling, sneezing, bladder repair, dysuria, poor quality sleep, bladder pain, urinary retention, groin pain, dyschezia, asthenia, rash, flatulence, musculoskeletal chest pain, inflammation, feeling abnormal, emotional disorder, metal poisoning, oestrogens total urine increased, muscle disorder, urinary incontinence, autoimmune disorder, eye movement disorder, mood swings, crying, depressed mood, anger, fatigue, nasopharyngitis, sinus disorder, device use issue, corneal abrasion, allergic dermatitis, headaches, fibromyalgia, weight loss, urinary tract disorder and restless leg syndrome. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-nov-2019: social media received- new events I had an awful corneal abrasion and it was so painful, lost some weight, restless leg syndrome, fibromyalgia, headaches, allergic dermatitis and I do have urinalysis accidents were added. The outcome of events dysuria was updated from unknown to recovering and abdominal pain upper was updated from unknown to recovered. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device location of device: iliac crest/ one found in my hip/embedded in the transverse colon, epiploica'), device breakage ('device breakage/ fragmented piece of the coil') and pelvic pain ('pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "2 coils in one tube and the other side I had 2 inserted". The patient's medical history included hyperemesis gravidarum (during first 2 pregnancies), gerd, multigravida, cryosurgery, parity 3 and pain burning. Previously administered products included for an unreported indication: yasmin. Concurrent conditions included anemia, skin disorder and bladder prolapse. Concomitant products included drospirenone + ethinylestradiol (ocella), famotidine, iron and probiotics nos. On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In 2015, the patient experienced bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), the first episode of memory impairment ("memory issues"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), arthralgia ("bilateral hip pain/ right knee pain"), pain in extremity ("right thumb pain"), abdominal distension ("stomach bloating/ bloated stomach"), mental impairment ("inability to think clearly"), the second episode of memory impairment ("memory issues"), hiatus hernia ("hiatal hernia"), back pain ("back pain"), menstruation irregular ("my period had become so irregular and sporadic as well"), abdominal pain ("abdominal pain"), abdominal pain upper ("stomach cramps"), anal haemorrhage ("anal bleeding"), acne ("acne") and bacterial vaginosis ("bacterial vaginosis") and was found to have weight increased ("I had gained more weight than u had with any of my 3 children"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tube), hysterectomy (full),). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, device breakage, pelvic pain, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, allergy to metals, dysmenorrhoea, the last episode of memory impairment, hiatus hernia, back pain, menstruation irregular, weight increased, abdominal pain, abdominal pain upper, anal haemorrhage, acne and bacterial vaginosis outcome was unknown, the dyspareunia and arthralgia had resolved and the pain in extremity, abdominal distension and mental impairment was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, acne, allergy to metals, anal haemorrhage, arthralgia, back pain, bacterial vaginosis, bladder disorder, device breakage, device dislocation, dysmenorrhoea, dyspareunia, hiatus hernia, menorrhagia, menstruation irregular, mental impairment, pain in extremity, pelvic pain, urinary tract disorder, vaginal haemorrhage, weight increased, the first episode of memory impairment and the second episode of memory impairment to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion/ migration of essure dev. Diagnostic results: (B)(6) 2009 : hysterosalpingogram : total bilateral occlusion, migration of essure device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: new events added: anal bleeding, acne, bacterial vaginosis. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage/ fragmented piece of the coil'), pelvic pain ('pain') and multiple episodes of device dislocation ('embedded in the transverse colon, epiploica', 'migration of essure device location of device/malposition of essure device location of device: iliac crest/ one found in my hip') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "2 coils in one tube and the other side I had 2 inserted". The patient's medical history included hyperemesis gravidarum (during first 2 pregnancies), gerd, multigravida, cryosurgery and parity 3. Previously administered products included for an unreported indication: yasmin. Concurrent conditions included anemia, skin disorder and bladder prolapse. Concomitant products included drospirenone + ethinylestradiol (ocella), famotidine, iron and probiotics nos. On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced the first episode of device dislocation (seriousness criteria medically significant and intervention required). In 2015, the patient experienced bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), the second episode of device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), the first episode of memory impairment ("memory issues"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), arthralgia ("bilateral hip pain/ right knee pain"), pain in extremity ("right thumb pain"), abdominal distension ("stomach bloating/ bloated stomach"), mental impairment ("inability to think clearly"), the second episode of memory impairment ("memory issues"), hiatus hernia ("hiatal hernia"), back pain ("back pain"), menstruation irregular ("my period had become so irregular and sporadic as well"), abdominal pain ("abdominal pain") and abdominal pain upper ("stomach cramps") and was found to have weight increased ("I had gained more weight than u had with any of my 3 children"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, salpingectomy (bilateral removal of fallopian tube) and essure was removed on (B)(6) 2017. At the time of the report, the device breakage, the last episode of device dislocation, pelvic pain, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, allergy to metals, dysmenorrhoea, the last episode of memory impairment, hiatus hernia, back pain, menstruation irregular, weight increased, abdominal pain and abdominal pain upper outcome was unknown, the dyspareunia and arthralgia had resolved and the pain in extremity, abdominal distension and mental impairment was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, allergy to metals, arthralgia, back pain, bladder disorder, device breakage, dysmenorrhoea, dyspareunia, hiatus hernia, menorrhagia, menstruation irregular, mental impairment, pain in extremity, pelvic pain, urinary tract disorder, vaginal haemorrhage, weight increased, the first episode of device dislocation, the first episode of memory impairment, the second episode of device dislocation and the second episode of memory impairment to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion/ migration of essure dev. Diagnostic results: (B)(6) 2009 : hysterosalpingogram : total bilateral occlusion, migration of essure device quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: new events 2 coils in one tube and the other side I had 2 inserted, abdominal pain, hiatal hernia, I had gained more weight than u had with any of my 3 children, my period had become so irregular and sporadic as well, stomach cramps, back pain were added. New reporter were added. No lot number or device sample was received in this case. We conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.